Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported stretched coils and material separation were confirmed. The reported difficulty to remove from a stent and anatomy were unable to be replicated and confirmed in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017: against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately tortuous, moderately calcified, 80% stenosed left anterior descending coronary artery and first diagonal artery. After the implantation of an unspecified stent, the guide wire was observed to between the stent and vessel wall. The guide wire faced resistance with both the stent and vessel wall during removal and great force was applied. Upon removal as a single unit, the guide wire was noted to be stretched, and the core was separated. No piece of the guide wire remained in the patient, and an unspecified balance middleweight universal ii guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.